Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional request have been made for further patient/event details, but none are available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 12, 2016. (B)(4).

Event description:
The end user reported that she developed irritated skin underneath the tape collar around (B)(6) 2015. She states her skin was itchy, red, inflamed, blistered and oozing with the top layer of skin removed in the exact area underneath the tape collar. Customer states area bled slightly when she scratched and when blisters opened. Additionally, the end user saw a physician on three occasions between (B)(6) 2015 and (B)(6) 2016. He prescribed prescription biaxin and prescription prednisone. She completed three rounds of prescription prednisone 40 mg. Oral prescription biaxin antibiotic dose and length of time taken unknown. The end user also saw a certified wound, ostomy and continence nurse (cwocn) in april 2016 who recommended customer discontinue the product. The skin improved within four days after discontinuance of the product. No further details provided.